Event description:
Cataract extraction left eye - while filling the anterior chamber of the left eye, the needle shot off the syringe into the eye. Vitreous hemorrhage and rupture of posterior capsule.